Event description:
It was reported that the patient was admitted to the ER due to inappropriate shocks. Sensing difficulty and coil fracture also reported. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead analyzed. It was reported that the patient was admitted to the ER due to inappropriate shocks. Sensing difficulty and a coil fracture were also reported. The lead was replaced. No further patient complications have been reported as a result of this event. A medwatch 3500a was received and further reported frequent firing of dual chamber ICD, every 15 seconds for 5 or 6 occurrences. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure device was out of specification in a manner that relates to event lead(s), fracture of 0sensitivity shock, inappropriate.

Event description:
It was reported that the patient was admitted to the ER due to inappropriate shocks. Sensing difficulty and a coil fracture were also reported. The lead was replaced. No further patient complications have been reported as a result of this event. A medwatch 3500a was received and further reported frequent firing of dual chamber ICD, every 15 seconds for 5 or 6 occurrences.